Manufacturer narrative:
Not returned. As of this report, the device has not been returned for analysis. There is no add'l info related to this event, if add'l info becomes available, the event will be updated. On june 23, 2005, guidant corporation (now boston scientific crm) issued a physician communication regarding a magnetic switch inside affected devices may stick in the closed position, potentially inhibiting tachyarrhythmia therapy (with no impact on bradycardia pacing) and affecting battery longevity. Changes to try to prevent this anomaly were made july 2005. This device was manufactured before july, 2005, and is included in this population.

Event description:
Boston scientific crm received info that the pt implanted with this cardiac resynchronization therapy defibrillator (crt-d) died due to an unwitnessed cardiac arrest and heart failure. At the time of the pt's death, there were no product performance allegations. New info received indicates that the pt's family has retained legal counsel and filed a lawsuit. According to the lawsuit, the pt's device had emitted tones prior to the pt's death. Following the pt's death, "readings taken from device indicated that the device did not work in the pt's time of need and as a result, the pt died. The device was explanted following the pt's death and given to the family. The device continues to emit tones."